Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had their implant and leads removed on june 5th because they had begun having migraines. Patient stated they began getting migraines in may and went to the ER and then saw a neurologist. The patient also stated they had been scheduled for an MRI, but the MRI facility said they needed some information in order to perform the MRI. Agent gave ts number for MRI facility to call. Agent warm transferred to prs to update device status.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial (B)(6), ubd: 30-oct-2025, UDI# (B)(4) b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.